Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient felt the device was too big and causing pain. Patient indicated she felt the device was causing nerve damage which was causing her to require the use of a walker. Patient desired to have device removed. Surgical intervention was undertaken and the ipg was explanted and replaced with a different model. Follow-up information indicated the patient states the pain has resolved.